Event description:
Pt admitted with diagnosis of severe right hand pain. Pt had history of orthosphere implant trapezial metacarpal joint. This was done at another facility, unknown length of time. Implant was for arthritis with history of dislocation twice and continued pain and erosion. The pt requested removal of orthosphere, resection arthroplasty with flexor carpiradialis tendon interposition also done.